Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23jan2019. The manufacturer's field service engineer could not duplicate the "ventilator restart" problem but found error code 1101 (ventilator restart) in the diagnostic log. The manufacturer¿s field service engineer (fse) replaced the defective central processing unit board to address the reported problem. The unit passed all tests and was ready for patient use.

Event description:
The customer reported that the unit "did a restart". There was no patient involvement. The event date was not specified; estimate used.